Event description:
New information noted the patient presented with a fever when the infection was first observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in clinic with an infection at the implant site of the implantable cardioverter defibrillator system. Vegetation was observed on the atrial, right ventricular, and left ventricular leads via echocardiogram. The entire system was explanted, and the patient was stable following the procedure.